Event description:
Information was received that with in use with a patient, a smiths medical cadd administration set was leaking at the stinging cap of the y during the infusion. No patient injury resulted.